Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter; ubd: 01-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 8000 mcg/ml of dilaudid at 3397.6 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had a normal pump replacement on (B)(6) 2018 and the hcp was unable to aspirate the catheter during the case. The patient was laying in a supine position. It was reported the hcp did not want to do a back table prime, so they hooked up the new pump to the catheter. It was reported there were no concerns with the catheter despite being unable to aspirate because the patient had been receiving adequate therapy. The hcp wanted to know how long it would take for the old drug to clear the catheter and the patient to start receiving the sterile water from the new pump. The hcp was thinking about bringing the patient back to the office when the device reached just the water, so the hcp could prime the inner pump tubing. The calculations were reviewed. No symptoms were reported at the time of the report. The rep planned to review the information with the hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported there was no troubleshooting performed with the catheter but stated that the managing physician's office does dye studies before pump replacements and there were no concerns with the patient's catheter. It was never determined why the catheter would not aspirate but the physician thought the catheter was less likely to aspirate while the patient was in the supine position. The doctor was unable to aspirate from both the catheter access port (cap) and the catheter directly. No further actions have been taken with the catheter. Regarding the report that a back table prime was not performed, no further actions had been taken. The physician preferred to just let the water run its course and treat any temporary withdrawal symptoms with oral medications. The patient's weight was provided as about (B)(6) pounds. The information had been confirmed with the physician/account.